Event description:
Reporter indicated that at the follow up visit in 09/2001, the physician interrogated the device and the output current was at zero. The physician noted this as strange as he was sure he changed the output current to 1ma 07/2001. The patient was hospitalized at the time of the report and a suggestion to follow up with the neurologists was made. Further investigation revealed that in 11/2001, lead test resulted in high lead impedance reading (dc-dc code 7 and limit) and eri (elective replacement indicator) flag "no". These results indicate a possible lead break. Revision surgery is planned.